Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000347 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the vizigo¿ sheath was noted to have a small tear at the tip. This was noticed when withdrawing the sheath from the groin site at the end of the procedure. A wire had been advanced through the sheath in order to place a closure device; however, the wire became caught on the tear at the tip and was removed unintentionally. Manual pressure was then held on the site. No patient consequence. It took more force than normal to advance the sheath across the atrial septum during transseptal access. Additional information received indicated that there was no internal sheath mechanism exposed. There were no lifted nor damaged electrodes.